Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis found no anomalies. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead showed noise on the electrogram and had impedance greater than 4000 ohms with no capture at maximum outputs. The testing cable and analyzer connector were switched out and the lead was tested in unipolar. The impedance was lower but still high and the lead had intermittent capture at maximum outputs. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.